Manufacturer narrative:
Correction: the correct model # is ci24re (ca); not ci422 as previously reported. This report is filed february 16, 2016.

Event description:
Per the clinic, the patient underwent explant surgery on (B)(6) 2015 subsequent to improper placement of the originally implanted device. During the same procedure the patient was re-implanted with a new device.